Event description:
It was reported that patient experienced five infusion sets adhesive patch and cannula housing detached from spring prior to insertion issues, which led to high blood glucose level and was treated with correction bolus event on 18 apr 2026. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.